Manufacturer narrative:
Updated information: b3 updated. D1 brand name updated. H6 med dev prob code removed a0709.

Event description:
Clinical rationale: a 68 year old male with cardiomyopathy and a pre support clinical state consistent with scai shock stage d remained on impella 5.5 support. During a routine echocardiogram to evaluate left ventricular function, the impella catheter was observed at a depth of 2.1 cm. Heart failure staff attempted to advance the catheter but were unsuccessful. The patient was taken to the or, where the axillary pocket was opened and the graft position revised. The catheter was clamped at the graft anastomosis and the suture hub and graft end were revised. A kink was identified on the catheter shaft at the repositioning unit, which was believed to have contributed to poor pushability. The impella pump remained functional throughout the events, and no device performance issue was confirmed. Clinical findings suggest that the catheter kink and subsequent limited pushability, as well as the access site hematoma, were related to patient specific factors and procedural circumstances rather than device malfunction. A separate monitoring concern regarding placement signal prompted an additional failure mode entry; however, imaging confirmed the inlet in the lvot and the outlet in the ascending aorta, with appropriate unloading, normal waveform appearance, and no alarms. The console was not replaced, and the pump remained in use. The patient tolerated all interventions well, remains on support, and the care team will continue to monitor pump position and access site condition with plans for pump replacement only if future issues arise. Hemostasis was achieved with manual pressure and a pressure dressing. No blood products were required, and vascular injury was ruled out. The patient remains on support at the time of reporting.

Manufacturer narrative:
B5 narrative has been updated. H6 codes have been updated based on the narrative.

Manufacturer narrative:
Explant date was provided therefore d6b was updated.

Manufacturer narrative:
Updated information: b1 selected adverse event, and b2 required intervention. H1 changed to serious injury. H6 med dev prob codes added removed a150205, and added a051104.

Manufacturer narrative:
Updated information: h6 component code changed to g07003. The investigation for hematoma / access site bleed has been completed. The cause of the injury could not be determined without the returned product for investigation and sufficient clinical details. The investigation for the difficult to lock / unlock (catheter anchor or tuohy) has been completed. The cause of the issue could not be determined without the returned product for investigation and sufficient clinical details. The investigation for the catheter twist, bent, kinked has been completed. The cause of the product damage issue could not be determined without the returned product for investigation and sufficient clinical details. The investigation for the difficult to place or position has been completed. The cause of the issue could not be determined without the returned product for investigation and sufficient clinical details.

Event description:
The complainant reported that during a routine echocardiogram to assess left ventricular (lv) function, the impella catheter depth was noted to be 2.1 cm. An attempt by the heart failure team to advance the catheter was unsuccessful. The physician reported difficulty advancing the catheter through the locking mechanism using the blue button and described resistance at the hub. The patient was taken to the operating room, where the axillary pocket was opened and the graft position was revised. The catheter was clamped at the graft anastomosis using a soft clamp, and the suture hub and graft end were revised. A kink was observed in the catheter shaft near the repositioning unit, which was noted as a potential contributing factor to the limited advancement. Following revision, the catheter was successfully advanced to an appropriate position in the lv at a depth of 5 cm. The patient tolerated the procedure without reported complications. The procedure was performed due to concern for potential catheter migration, as the patient is ambulatory and awaiting transplant. The physician plans to replace the pump if further issues occur. Patient outcome has not yet been determined, as the patient remains on device support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.